Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited loss of capture with a period of asystole of approximately two seconds. The field was inquiring about the parameters of right ventricular automatic control. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.